Event description:
It was reported that there was difficulty removing the stent delivery system (sds), resulting in displacement of the filter. A filterwire ez embolic protection system was selected for use in conjunction with a carotid wallstent 10.0 x 3 in a carotid stenting procedure. The stent was deployed without notable issues. During removal of the stent delivery system (sds), the product had difficulty sliding along the filterwire, resulting in displacement of the filter. To remove the sds, the physician had to apply an unusual force using a torque device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unavailable. As a result, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.